Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the probable root cause for the peel back is related to the tubing material. A trend for the peelback issue has been identified for this product line. The probable root cause for reported catheter defective/damaged could be due to the peelback of catheter. CAPA #81917 was issued to review the tubing material.

Event description:
It has been reported that the neoflon 24ga 0.7mm od 19mm l has been found experiencing 10 occurrences of deformed catheters during use. The following has been provided by the initial reporter: 24 g neoflon peel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the neoflon 24ga 0.7mm od 19mm l has been found experiencing 10 occurrences of deformed catheters during use. The following has been provided by the initial reporter: 24 g neoflon peel.